Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one hour after replacing the endotracheal tube, the ventilator alarmed, and the tidal volume decreased. A large amount of bubbles and a blowing sound were observed in the oral cavity. After injecting 10 ml of air into the cuff, the cuff pressure was measured at 0 cm h2o, indicating that the cuff was leaking after inflation. The endotracheal tube was replaced again, which increased the patient's discomfort. The ventilator then displayed a normal tidal volume, and the patient's vital signs remained stable.